Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the (B)(6) of hose came apart and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient's hose came apart. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, product surveillance contacted the facility and spoke with peritoneal dialysis nurse regarding this event. The nurse reported that the patient was treated with rocefin and flagyl for 10 days and that the patient has recovered. No further information was given at this time.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.